Event description:
Reporter alleged that aviva blood glucose test strips were missing the label that contains the expiration date. No actions or treatment were reported in connection with the alleged malfunction. No adverse event reported. A request was made for the return of the suspect device, and replacement prod was sent.